Event description:
It was reported that the patient experienced unspecified issues with an unknown penile prosthesis leading to it being previously removed. A reimplant surgery was performed in which a new malleable penile prosthesis (mpp) was implanted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.